Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during ventilation, alarms for high o2 concentration were generated when the ventilator was used in tandem with a high frequency jet ventilator (hfjv). There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. The reported o2 concentration high alarms were not reproduced during test of the returned air gas module and o2 gas module in a reference ventilator. The oxygen gas module was found to be oscillating during test in the production test system for gas modules. The oscillations were caused by the nozzle unit. Why the nozzle unit failed, could not be determined in this investigation. There has been reported tandem use of a high frequency jet ventilator (hfjv) which implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per set parameter values but the measured expiratory values would include the values of the hfjv and therefore the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The use of a hfjv in tandem with the ventilator has not been tested, approved or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. The received device log confirms the reported problem. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).